Manufacturer narrative:
Patient country: australia.

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On 23-june-2024, it was reported by the patient that he receives an alarm, hyperglycemia and high ketones. High blood glucose level was displayed high and treated by correction bolus via pump. In troubleshooting blockage was found at the site. No further information was available.